Event description:
The customer reported no image on monitor. No pt injury was reported.

Manufacturer narrative:
The service rep at first suspected a bad interconnect cable or highvoltage cable (broken video wire). He then determined system had bad image processor pcb. (Old style ip) would require complete upgrade. Customer did not want to spend money to repair. Close call system not repaired. Left unit down and tagged do not use.